Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. No trip was identified and no further action was required. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report # mw5172344 which reported the following information: a healthcare professional (hcp) reported on 30-jun-25 that a patient who was a user of the adc device ¿passed but was unable to confirm if on medication at time of passing." It is unknown if the patient was actively using an adc device during the time of the patient's passing but no allegation of device deficiency was made. The reporter declined to provide contact information to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, it cannot be reasonably suggested that the adc product has or may have caused or contributed to the death.